Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown .the patient was admitted due to an unrelated indication and was diagnosed with peritonitis during hospital stay. The patient was treated with ceftazidime and vancomycin injections (both were 1gm, routes, frequencies and durations were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient was still in the hospital and was recovering from the peritonitis. The patient's pd catheter has been removed and hd therapy was started (twice a week). No additional information is available.

Manufacturer narrative:
Additional information added to b5: upon follow up, it was reported that the antibiotic treatment was discontinued. At the time of this report, the patient was discharged from the hospital and was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.